Event description:
An 8 fr. Iab was inserted into the pt in the cath lab. The balloon did not unwrap and had to be manually inflated. The pt was brought to the o.r. For open heart surgery. The iab was not returned to datascope for evaluation. The iab was used. Event complications: none from the event - reported 09/29/1998. Pt's current status: unk - reported 09/29/1998.